Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem), e1 (initial reporter facility name, address, zip/post code), additional MFR narrative (health care facility address)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on october 11,2021** it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). (B)(6) university. (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was observed that the trip wire was secured in the handle slot and the slack was correctly taken up. Additionally, the ligator head was returned with three bands attached; however, the ligator head teeth were damaged/bent, indicating that the bands may have been affected during their deployment due to this problem. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. According to the evidence found during the product analysis, (band ligation) unable to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on october 11, 2021** it was reported to boston scientific corporation that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.